Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of lo (less than 0.6 mmol/l. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 0.8 mmol/l. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.